Event description:
Physician attempted to deploy angioseal vascular closure device. The "foot" did not deploy correctly. Physician removed device undeployed and held manual pressure on femoral artery until hemostasis obtained.